Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of bipolar yaw pulley thermal damage to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, inspection of the fenestrated bipolar forceps instrument identified unspecified damage on the instrument pulley. Planned use of the instrument was discontinued. Troubleshooting was performed by replacing the instrument to the backup. Following this, the user continued the planned procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.